Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared visually positive. The immucor technical communication cc-09-042-02 is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2017 a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.